Event description:
The customer reported that they received erroneous results for one patient sample tested for intact human chorionic gonadotropin plus the ss-subunit (hcg+ss). The sample from an aliquot tube initially resulted as 10000 miu/ml accompanied by a data flag on e module analyzer serial number (B)(4) which was automatically repeated on e module analyzer serial number (B)(4) at a 1:100 dilution and resulted as 10.00 miu/ml accompanied by a data flag. The customer repeated the aliquot tube sample on e module analyzer serial number (B)(4) and it resulted as 10000 miu/ml accompanied by a data flag which was automatically repeated on the same analyzer (serial number (B)(4)) at a 1:100 dilution, resulting as 10.00 miu/ml accompanied by a data flag. The customer then decided to pull the primary tube of the same sample and repeated this on e module serial number (B)(4), resulting as 10000 accompanied by a data flag which was automatically repeated on the same analyzer (serial number (B)(4)) at a 1:100 dilution, resulting as 104115 miu/ml accompanied by a data flag. The aliquot tube was repeated again on analyzer serial number (B)(4) and it resulted as 10000 miu/ml accompanied by a data flag which was automatically repeated on the same analyzer (serial number (B)(4)), resulting as 76485 miu/ml accompanied by a data flag. The customer believed both the 104115 miu/ml and 76485 miu/ml values to be correct. The 76485 miu/ml value was the only value reported outside of the laboratory. The patient was not adversely affected by the event. The hcg+ss reagent lot number was 16494803 with an expiration date of 01/31/2013. The customer declined a service visit from the field service representative. The field application specialist also could not determine a cause for the event.

Manufacturer narrative:
A specific root cause could not be determined. There is no evidence of a reagent issue or an instrument issue. Inappropriate pre-analytical handling of the sample is the most possible cause. The erroneous result caused no adverse event.

Manufacturer narrative:
Refer to the medwatch with (B)(6) for the results obtained on e module analyzer serial number (B)(4) refer to the medwatch with (B)(6) for the results obtained on e module analyzer serial number (B)(4).